Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 07/21/2015 with the following findings: the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed multiple battery related alarms. A battery compartment crack was observed. Moisture was observed within the battery compartment and on the underside of the battery cap. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were within the specification. Moisture was observed on the pump¿s internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.